Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. The balloon was inflated three times at 12 atmospheres; however, the balloon ruptured during the third inflation. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.